Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. It was reported the infusion took over two hours for the medication to infuse when it was ordered to infuse over thirty minutes. No harm was reported.